Event description:
It was reported that balloon rupture occurred. The patient underwent a percutaneous transluminal angioplasty. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 5.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the device was inflated at 2 and 6 atmospheres. On the fourth inflation, at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem where and it was noted that the rupture on the balloon was observed to be in the middle. The balloon was replaced for another of the same device to complete the procedure. No complications reported, and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: pcb 2cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage to the shaft of the device after a visual and tactile analysis.

Event description:
It was reported that balloon rupture occurred. The patient underwent a percutaneous transluminal angioplasty. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 5.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the device was inflated at 2 and 6 atmospheres. On the fourth inflation, at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem where and it was noted that the rupture on the balloon was observed to be in the middle. The balloon was replaced for another of the same device to complete the procedure. No complications reported, and patient status was stable.